Manufacturer narrative:
A partial lead was returned for analysis in one segment. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Further information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2021-19613. It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was cardiac arrest. No additional information was reported.